Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-18520 and 1627487-2013-18522. It was reported the pt did not receive effective pain relief from her scs system and her pain has progressively worsened. Additionally, it was reported the pt experienced discomfort at her ipg site. The pt desired to have her scs system explanted. The pt's scs system was subsequently explanted.